Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient stated that patient had extreme diarrhea and was urinating more than ever. She was also sore at the incision site and was concerned about the bloody pads covering it. Patient went to the ER to find relief. She was prescribed an antibiotic. The issue was resolved at the time of the report. Patient stated her device was "working real good" when she left the hospital yesterday, but she cannot get controller to work. Patient had neighbor assist while on call. Caller used controller which indicated "cable was not attached" and screen prompted with information to connect cable to ens to continue. Caller then stated the cable was not attached from the minute she got home yesterday. The patient call 5 days later trying to get to program 7 but were unsuccessful and unable to get to program 7. Patient just having trouble changing the program today. Patient was later stated they were able to get to program 7 and the issue was resolved. The patient stated there was nothing wrong with the device" it was just her computer illiteracy". Additional information reported 3 days later indicated that patient was having some diarrhea but has been getting bet ter as time goes on. Additional information reported 7 days later indicated that after changing programs, she felt some cramping. She also mentioned that she had diarrhea a few days prior, but she stated she now feels as though she may be constipated. The issue was not resolved at this moment. The patient indicator for use were for urge incontinence/ fecal incontinence. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.